Manufacturer narrative:
D4-UDI:(B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 225179 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 225179, test base part number 195-430h/ lot: 222472. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 225179 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to the specific patient sample. H3 other text : single use; device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. Repeat testing was not performed. Confirmation testing was performed via an unknown platform on (B)(6) 2023 which generated a negative result. No additional patient information, including treatment and outcome, was provided.